Manufacturer narrative:
The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
It was reported ((B)(6)) during the doctors visit the patient's scs system was found to be exhibiting high impedances on multiple lead contacts. Stimulation therapy was only possible with partial lead contacts. Surgical intervention may be taken to address the issue.

Event description:
Reference related MFR report#: 1627487-2019-00812. Additional information received indicated surgical intervention was undertaken on (B)(6) 2018 and intraoperative testing indicated impedance issues with respect to the ipg. The ipg was explanted and replaced and the issue was resolved.